Event description:
Boston scientific received information that this device follow up 6 months ago showed that the device had 1.5 years of longevity. At the most recent follow up this patient presented to the hospital with palpitations. The device was interrogated and end of life (eol) was declared with a rate of vvi50. Premature battery depletion was alleged. A device replacement procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
Additional information received noted that this device was explanted and replaced. The device will be returned. Upon return and analysis this investigation will be updated.